Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that after the end of the surgery the back part of the device broke off. There was no harm for patient, operator or third party reported. No further information received.

Manufacturer narrative:
Complaint is not confirmed. The returned ar-9831 devices were tested before the memory was cleared and the screen showed, ¿probe already used/replace probe.¿ after the memory was cleared, functional testing was performed with saline water and the probes worked as intended. Visual inspection noted no problems or broken pieces on the devices. No problem found. Refer to investigation photos. Complaint is not confirmed.